Event description:
During the atrial fibrillation procedure, after mapping the left atrium with the non-abbott device (octaray mapping catheter by johnson and johnson), the non-abbott device (farawave ablation catheter by boston scientific) was introduced part way into the 13fr agilis introducer and air was aspirated through the hemostasis valve. The agilis was exchanged and the procedure was completed with no further incidents of air aspiration or complications to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.